Event description:
The physician was attempting to deploy a 2.5 mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the proximal lad. It was reported that resistance was experienced while advancing the device, and force was used in an attempt to cross the lesion. When the stent was removed from the pt, it was noted to be damaged and another shorter stent was used and successfully deployed. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (stent deformation and failure to deliver device). Results and conclusion: (presence of calcification in the vessel), (use of force). Eval summary: the sixth, seventh and tenth proximal stent segments were raised and deformed. The fifth and seventh stent segments were slightly raised.